Event description:
It was reported that the customer had air bubbles in the reservoir. Customer has been reusing reservoirs and is having trouble with a cap on the infusion set. Customer used 2-3 sets a day because, it is not sticking or she is having trouble inserting. Customer is also in a cast so she cannot use both hands completely. Customer was ready to jump on sensor therapy. Customer is now getting longer tubing. Customer has tried shaking and tapping the sides to get the bubbles out of the reservoir. Customer presets the cartridge for 3 units and pushes the air into the vial. Customer was advised to not reuse the reservoirs and to only fill when she is using room temperature insulin. Customer stated that she would sometimes pull out the plunger by mistake and push the plunger back in and still use the reservoir. Customer stated that the reservoir is now fine. Customer's blood glucose level was 143 mg/dl. Air bubbles are approximately 1-2 inches. No additional information provided.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.